Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hospitalized patient was hearing an alert coming from their implantable cardioverter defibrillator (ICD). Follow up revealed that the patient went through a craniotomy surgical procedure and no magnet was used over the ICD during the procedure. There were several episodes of noise recorded during the procedure likely related to the surgical tool usage during the procedure. The ICD remains in use. No patient complications have been reported as a result of this event.